Manufacturer narrative:
H10. H3, h6: the ambient super turbovac 90 ifs wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿during an acromioplasty surgery the wand did not work, as soon as it was plugged into the quantum 2 an alarm sounded and the error message "e7 wand error" appears on the screen.¿ a review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. Visual evaluation shows no wear on the electrodes. No manufacturing discrepancies observed. During functional evaluation the device was connected into a quantum2 controller and registered an e-7 error. The error was by-passed and the device performed as intended. The suction tube was tested and performed as specified. The complaint was verified. The root cause could not be determined with confidence. Factors that could have led to the error message e-7 includes: the wand incorporates a single-use feature which is designed to prevent reuse of the wand. The rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to the error include reusing the device or disconnecting the device from the controller after power has been turned on, previous use or incorrect power cycling of the controller. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors that could have led to an e 7 error includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted. The ambient super turbovac 90 ifs wand incorporates a single use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e 7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also; a reprocessed wand used by the customer will exhibit an e 7 error.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acromioplasty surgery the wand did not work, as soon as it was plugged into the quantum 2 an alarm sounded and the error message "e7 wand error" appears on the screen. No patient injuries reported. Back-up device was available to complete the surgery. Delay greater than 30 minutes was reported.